Event description:
It was reported to philips that the device reboots repeatedly, and cannot go into system. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This pca was returned "rebooting repeatedly, cannot go into system". This was verified in lab testing. The pca passed all tests with a known good som pca installed. This pca ¿ som pca defective.